Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump has been charging for multiple days but would not turn on. There was no reported impact to the customer's blood glucose level.